Manufacturer narrative:
Two probes were returned for evaluation for the report of the aspiration line detaching from the handle. The probe samples were visually inspected and both probes were deemed to be nonconforming. The front and rear engine housing were detached for both probes. The probes were disassembled and the components inspected. One probe had approximately 0 to 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The cutter wear could not be determined on the second probe due to a broken inner cutter. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were six additional complaints for the reported issue. The complaint evaluation does confirm the probes were nonconforming due to the detachment of housing components. The root cause for the separation of components cannot be determined from this evaluation. The most probable reason for the failure would be from mishandling, incorrect assembly, an adhesive problem, or poor transporting of the product. An investigation has been initiated to determine the reason for the engine housing component separation to reduce the frequency of complaints. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that aspiration line detached from the vitrectomy probe and a noise of explosion occurred during a vitrectomy. The doctor was working in vitrectomy mode with normal parameters. The surgeon changed the probe by another one from the same pack and the issue occurred again. There was no patient harm. Additional information and sample requested.